Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be removed. The event history log was unable to be downloaded due to the alarm. Functional testing was able to duplicate the reported problem. It was determined that the printed wire assembly (pwa) board was the root cause. The pwa board was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 46223. Per reporter the device needs to be upgraded to software version 1.6. The event occurred during testing. There was no patient involvement.